Manufacturer narrative:
(B)(4). Additional information the patient was born on an unreported date in 1973. The patient passed away on an unreported date. Initial reporter: address (B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. It was not reported if the patient was hospitalized prior to or at the time of death. Twenty-six days prior to passing away, extraneal therapy was discontinued. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available.